Manufacturer narrative:
Date sent to the FDA: 4/25/2022. Additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2019.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted the mass was intricately the right testicle requiring removal of the right testicle in order to remove the mass. The mass was incised with the release of a yellowish fluid. It was reported that the patient experienced a mass in the right groin. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/23/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 2/23/2022. Corrected information: d4- catalog.